Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for lot number 30327un21. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Worldwide data from abbott link was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that false positive architect stat troponin-I results were generated for a patient sample (ID (B)(6)). The following data was provided. Initial result: 0.038 ng/ml (positive). Repeat results: 0.105 (positive), 0.149 (positive), 0.010 (negative), and 0.032 ng/ml (negative) I-stat troponin result: 0.010 ng/ml (negative), reported out of the laboratory. The customer uses a diagnostic cutoff of 0.034 ng/ml. The architect results were not reported out of the laboratory. There was no impact to patient management.